Event description:
It was reported that the pump screen went blank unexpectedly, and the battery only lasted one and a half days, causing the pump to die multiple times overnight, which resulted in high blood sugars. This presented safety concerns due to the potential failure of the battery at any moment. Due to these issues, there was an impact on the customer's blood glucose levels, with high blood sugars mentioned. The customer declined follow-up and further troubleshooting, leading cts to close the case as no additional actions were taken or information obtained.